Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, and discomfort.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metallosis, patient could not do daily tasks to run farm, numbness in feet, hearing and eyesight problems, rash on ankles, balance issues, and pain. There is still no revision reported for left hip. Part/lot updated.the complaint was updated on: feb 25, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Lab results for metal ions were greater than 7 parts per billion and co-morbidities updated. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 3, 2016.

Event description:
Update jun 13, 2017: legal medical records received. There are no new allegations. After review of medical records, there is no new information that changes the MDR reportability decision. Cobalt level taken on (B)(4)2016 is above 7 mcg/l. Adding patient harm for the previously reported metallosis. This complaint was updated on jun 27, 2017.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.